Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the blood gas parameters went blank. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.